Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the patient experienced perforation and cardiac tamponade. A 1.50mm rotapro was selected for atherectomy procedure of the proximal left anterior descending artery (lad). The rotapro was properly prepared according to direction for use. Then, the rotawire crossed the lesion, and three runs were completed at 160,000 rpms. After the third ablation, a perforation of lad and cardiac tamponade occurred. Cardiac tamponade was treated with non-boston scientific balloon. The procedure rescheduled to let the patient heal. No further patient complications were reported and the patient was expected to fully recover.